Manufacturer narrative:
Visual inspection of the device showed blood in tip section around springs and sensors region. During functional testing of the returned device the steering knob and the tension control knob functioned properly on both lock and unlock positions. Leak testing of the device lumen showed that the values were below the allowable limit. Due to the leak test failure the tip of the catheter was dissected and a breach was into the catheter on the distal end from the right seal.

Event description:
It was reported that intellanav stablepoint open-irrigated catheter was used in a atrial fibrillation (af) procedure. During the procedure the catheter was removed from the patient and blood was noted to have entered between electrodes 1-2 at the tip of the catheter. The blood did not move when flushing was performed and even when the surface was wiped off. It was noted that there was no evidence of clot or thrombosis. The catheter was replaced and the procedure was completed with no patient complications being reported. However analysis of the returned device revealed a leak originating from the ring electrode.